Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review(lot#3108434): 1) this batch of products were assembled at intima ii auto line 4 in may 2023, and packaged at cfs package line in may 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Functional test (45psi leakage test) is conducted on the retained samples of this batch, and the samples pass the test without leakage or other abnormalities. Please refer to the attachment for the test reports. 4. This product (sku 383050) has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective samples have received for further examination and analysis, the product of this sku has never been declared to be used for high-pressure injection, and the flow rate and pressure used in CT imaging are unknown, the root cause of the leakage cannot be confirmed.

Manufacturer narrative:
H.3: a device evaluation and or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that three bd intima-ii 18gax1.16in prn slm npvc's leaked. The following information was provided by the initial reporter, translated from chinese to english: leakage of fluid during imaging in CT room.